Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation on 29aug2023. It was noted that the patient had a history of multiple pump thrombosis and was currently symptomatic with increased heart and respiratory rate. The patient had elevated lactate dehydrogenase (ldh) greater than 700, dark urine, and super-therapeutic international normalized ratio (inr). Log file interrogation revealed pi events as well as routine battery changes. The pump power/flow/pi appeared to be on a very minor increasing trend. It was later reported that the patient had 2 pump stop events on the morning of 05sep2023 while connected to wall power. The patient had multiple low flow alarms. They were switched to battery power and the alarms stopped. A short to shield was suspected and additional log files were submitted. A review of the log file confirmed 2 pump stops and 2 low speed advisories on 05sep2023.

Manufacturer narrative:
Patient's history of pump thrombosis is reported under 2916596-2023-06514 and 2916596-2023-06515. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for pump thrombus. Patient had lactate dehydrogenase (ldh) was greater than 700 and dark urine. Patient was symptomatic with increased heart and respiratory rate. International normalized ratio (inr) was super-therapeutic. Log files contained pulsatility index pi events as well as routine battery changes. The pump power/flow/pi appeared to be on a very minor increasing trend. The patient's parameters can be monitored for any sustained increase in power/flow with a decrease in pi. Patient's history of pump thrombosis is reported under 2916596-2023-06514 and 2916596-2023-06515.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Review of the submitted log files confirmed a pump stop while the device was connected to the power module. Based on historical experience with the heartmate ii lvas and similar reported events, this stop could be indicative of an issue with the driveline. The submitted driveline x-rays were reviewed and did not show any obvious areas with potential driveline wire compromise. Review of the submitted log files confirmed a pump stop on (B)(6) 2023 with low speed hazard, low flow hazard, and motor stop alarms while the device was connected to the power module. The pump stop resolved, then the device was connected to 14-volt batteries for the remainder of the file. It was observed that over the approximately 14 days of log file events, a slight increasing trend of power/flow and pulsatility index (pi) was captured. Of note, based on historical experience with the heartmate ii lvas and similar reported events, elevated power/flow and decreased pi can be indicative of thrombus within the pump, which is not what was observed in the submitted log files. There were no other notable events or alarms captured in the log file. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including hemolysis. Section 1 and section 4 "system monitor" provide an explanation of each of the pump parameters, including pump power and flow. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10 to 12 watts also can indicate the presence of a thrombus. Abrupt changes in power should be evaluated for cause. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Section 4 (under ¿low speed limit¿) of the IFU addresses pi (pulsatility index) events, as well as potential causes. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 4 (under ¿pump speed¿) explains that the system monitor displays the pump speed matching the actual speed within plus/minus 100 rpm under nominal conditions. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. Section 6 of the IFU discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.